Event description:
It was reported that the patients lead was migrated. The patient underwent a lead and ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 7093853 model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1416. Batch/lot number: 223290. Serial number: (B)(6) model/catalog description: wavewriter alpha prime 16 ipg kit unique identifier (UDI) #: (B)(4)